Event description:
Continuous problem with saline breast implants have been going 1 1/2 yrs trying to get dr to remove implants. Had several ultrasounds and mris, which indicated 3 tumors and inflammation, infection and recently another tumor. Tumors cannot be removed without rupture of implant. I ultimately had a lumpectomy without success of relief of infection. I have all the symptoms of breast implant illness. I am (B)(6) and was healthy, work out, outdoors, enjoyed life. My life these few years have passed me by fighting this breast problem. I seem to find no help or support to what to do. My stomach, liver, fatigue, pain in breast, back, neck, joints, mood, fogginess, etc., has consumed me. I am still going through the "process" of continuous dr visits and MRI and pain, sickness to date (B)(6) 2018.